Event description:
It was reported that the customer was hospitalized due high blood glucose. The customer's blood glucose level was 202 mg/dl. The customer call 911 for their high blood glucose on (B)(6), 2014. The customer was not in an accident. The cause of 911 call as per healthcare provider was patient not hospitalized but treated at the house.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.